Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain further additional information from the customer regarding the manufacturer of the extracorporeal membrane oxygenation device, the cause of sepsis, and if there were any log files available for review; however, no additional information was provided. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including sepsis, renal dysfunction, and death, that may be associated with the use of the heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away. The cause of death was unknown, and whether the patient outcome was device or therapy related was not provided by the customer. It was later reported the patient was on extracorporeal membrane oxygenation (ECMO) and continuous veno-venous hemofiltration (cvvh) and had sepsis that was not responding to antibiotic treatment. It was reported that the death was not considered to be device related, and that the device operated as expected.